Manufacturer narrative:
In some countries outside the u.s., customer information is not provided due to privacy laws.

Event description:
A customer from japan reported a test result of 7.6% on the a1cnow. The same patient was tested on another system and the reading was 6.1%. A second patient received a reading of 8.0% on the a1cnow and then a 6.1% on another system. The differences between the readings could be clinically significant. No adverse events were alleged. The customer is expected to return the product for evaluation.